Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the transfer set was completed. During visual inspection, it was identified that patient adapter was damaged. Leak, clear passage, and clamp functional tests were all performed with no issues noted. The integrity of the seal surface test found no abnormalities. The internal diameter of the transfer set measured within specification limitations. The connection issue was unable to be verified during functional testing, but the patient adapter was observed to be damaged during visual inspection. The cause of the issue was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A customer reported a connection issue between the transfer set and the titanium adapter. According to the report, the customer stated that the transfer set disconnected from the titanium adapter. The customer stated that they noticed this when changing the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.